Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.

Event description:
Same case as: 2134265-2008-02616. It was reported that during a coronary drug eluting stenting treatment procedure, that the 70-80% stenosed lesion being treated was located in the proximal to mid right coronary artery (rca). The lesion was not predilated. The physician deployed a 3.00x12 taxus express2 drug eluting stent, inflated to 12 atm for 15 seconds. Then the physician deployed a 3.50x12 taxus express2 drug eluting stent, inflated to 12atm for 15 seconds. Medication: heparin and nitroglycerin. One year and eight mos post the initial intervention, the pt presented with chest pain, lightheadedness, dizziness, acute inferior myocardial infarction, cardiac arrest, and ventricular fibrillation arrest. The pt was involved in a motorcycle accident after being the driver of the vehicle and loosing consciousness. An electrocardiogram demonstrated st segment elevation in the inferior leads. The pt was also noted to be in a complete heart block with av dissociation junctional escape rhythm at 40 beats per min, and in cardiac shock with hypotension and bradycardia. A pacemaker and intracoronary balloon pump were placed. A 2.0x15mm sprinter balloon was used to dilate the area of thrombus, inflated to 6 atm. Timi flow I was restored to the distal vessel. The pt had a small perfusion arrhythmia and nausea at this time. Angiojet thrombectomy was performed, removing nearly all the thrombus. This produced excellent angiographic results with timi flow iii flow down the vessel. There were areas which appeared to have mild thrombus and/or edge dissection at the area of the previously placed stent. A 3.0x24mm driver stent was placed throughout the previously placed stent. Angiographical control pictures were taken. There appeared to be a small area of thrombus inside the previously placed stent requiring a second balloon inflation. Excellent angiographic results were achieved. Medication: aspirin, plavix, heparin, integrilin. The pt was discharged eleven days post the re-intervention. One year and eleven mos post the original stent placement, an implantable cardioverter defibrillator was placed.